Event description:
The device was used during an unspecified bypass procedure. Reportedly, the instrument did not fire and broke. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.